Manufacturer narrative:
As a result of the impact, there was some damage to the frame of the wheelchair. Sunrise medical sent out a replacement wheelchair under warranty to (B)(6) on (B)(4) 2013. (B)(6) will deliver the new wheelchair to the end user. It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a f/u report will be filed.

Event description:
A malfunction involving a quickie q7 was reported to sunrise medical on (B)(4) 2013. It is alleged that the end user was attempting to lift the front of his chair to clear a curb when the right caster assembly broke off. There were no reports of any injury.